Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two samples were returned along with pictures and all of them confirmed the foreign matter needle defect. Retain samples were evaluated and none were found to have this defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6013707. Conclusion: complaint of foreign matter is confirmed. Pm task form will be updated to clarify the process to clean the pallet with acetone to avoid contact to the product.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device had some kind of corrosion on them and did not work at all or had blood come in spurts. No injury or medical intervention reported.